Event description:
Customer was hospitalized for dka due to a bent cannula. Explained the customer that the pump needs to be troubleshoot. Later the customer called and stated that customer would like to test the pump to be sure that it is not a pump fault. The customer filled a new reservoir and ran a test. The insulin came out. The high pressure test was not performed due to lack of clamp.